Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(4). The device remains implanted in the patient. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient had a palmaz blue (7x15) implanted on (B)(6) 2015. On (B)(6) 2016, they went back. The palmaz blue migrated up to the renals. The patient was not injured. The doctor left the palmaz blue stent alone. There was no patient injury.

Manufacturer narrative:
Additional information was received: the stent was implanted in the iliacs with a stenosis rate of 90%. There was no calcification or tortuosity. The reference diameter of the target vessel was 7mm. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to instructions for use (IFU). It did not look like the stent was loosely crimped on the balloon prior to use. There was no difficulty advancing the palmaz stent through the vessel or across the lesion. During deployment of the stent, the balloon inflated normally. When the stent was implanted, it fully expanded with good wall apposition and was post-dilated. No unusual force was used at any time during the procedure and thrombus was not present proximal to, at, or distal to the lesion site. Nothing was done in order to treat the patient due to the migration. However, it was reported that the stent was fractured. The patient did not have any adverse events due to the stent in the renal artery. Films are not available. The device was not returned for analysis. An update to the device history record (DHR) review due to the additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the patient had a palmaz blue (7x15) stent implanted. Approximately one year later he had a further investigation. The palmaz blue had migrated up to the renal arteries. The doctor left the palmaz blue stent alone. There was no patient injury. The stent had been implanted in the iliac artery with a stenosis rate of 90%. There was no calcification or tortuosity. The reference diameter of the target vessel was 7mm. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to instructions for use (IFU). It did not look like the stent was loosely crimped on the balloon prior to use. There was no difficulty advancing the palmaz stent through the vessel or across the lesion. During deployment of the stent, the balloon inflated normally. When the stent was implanted, it fully expanded with good wall apposition and was post-dilated. No unusual force was used at any time during the procedure and thrombus was not present proximal to, at, or distal to the lesion site. Nothing was done in order to treat the patient due to the migration. However, it was reported that the stent was fractured. The patient did not have any adverse events due to the stent in the renal artery. The product was not returned for analysis. A device history record (DHR) review of lot 17066566 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent migration - (peripheral)¿ and ¿stent fractured-in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of 90% may have contributed to the reported event. The palmaz blue on slalom is indicated for use in the biliary system and has not been evaluated in the vasculature therefore this event is considered off-label usage. According to the instructions for use ¿the cordis palmaz blue .018¿ transhepatic biliary stent system is indicated for palliation of malignant neoplasms in the biliary tree. Warnings: the safety and effectiveness of the palmaz blue .018 transhepatic biliary stent system for use in the vascular system have not been established. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Potential complications associated with transhepatic biliary endoprostheses implantation may include, but are not limited to, the following: stent migration. Measure the diameter of the reference duct to determine the appropriate size stent and delivery system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.